Event description:
In 2008, during evar on a male, as the physician was retrieving the top cap, the central trocar became jammed in the introductory sheath and required the whole sheath to be removed and replaced. The device was removed over a stiff wire and a second sheath was inserted. No patient injury.

Manufacturer narrative:
Event evaluation: still under investigation.